Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the insulation was abraded at 17.0 cm to 17.2 cm from the connector pin. The abrasion was consistent with that occurring at the time of the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.